Event description:
It was reported that during an endoscopic resection of the zenker's diverticulum procedure, the device stapled and partially cut. But it got blocked and in order to remove it from the patient, the surgeon had to force and to pull sharply. It was impossible to open the jaws of the device. They did not use another device following this issue. They stopped the procedure. The patient has been hospitalized for 24 hours more than the initially planned time. A nasogastric tube has been inserted in the patient for 48hours.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis showed that the device was received in good visual condition and with a cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No cutting issues were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.